Event description:
It was reported that one week post-operatively, imaging revealed that the tulip of an es2 integrated blade screw had disengaged from the shaft at left t11. Currently there is no plan to revise the patient.

Manufacturer narrative:
Corrected data: g1 h6 coding has been updated to reflect investigation conclusion.

Event description:
It was reported that one week post-operatively, imaging revealed that the tulip of an es2 integrated blade screw had disengaged from the shaft at left t11. Currently there is no plan to revise the patient.